Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl and the blood glucose level at the time of call was 297 mg/dl and the current blood glucose level was 411 mg/dl. The customer was assisted with troubleshooting. The customer did not report any symptoms or treatment related to high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. (B)(4).